Manufacturer narrative:
The electronic logfile was available for investigation. The reported event could be reconstructed by means of the information stored therein. During the case in question, the apollo detected a too low (negative) vacuum pressure and the device reacted as specified by giving the corresponding reinstall vent alarm. In contrast to the initial report, no ventilator failure occurred but the reinstall vent alarm indicates a restricted ventilation capability of the ventilator. In this case, automatic ventilation is restricted but manual ventilation as well as monitoring functionality remains unaffected. Based on the evaluation of the logfile, a faulty vacuum pressure sensor pu, placed on the pcb vgc analog, could be determined to be the root cause. On-site, the affected pcb was replaced and the device was tested afterwards. The apollo was placed back into operation without further problems reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that there was a vent fail during a case. There was no patient injury reported.